Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible caused for the customer report of no flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The plumset was being used to deliver liposomal doxorubicin 0.248mg/ml, at an unspecified rate, via a plum pump. After five minutes into the infusion, it was reported the device alarmed for distal occlusion. At that time, the IV cannula was checked for patency and found that excellent blood flow remains. The primary tubing set was replaced with a new IV plumset and the therapy was resumed without further complication. The customer contact reported the cytotoxic line was discarded and the had patient lost 15ml of drug solution when the tubing set was replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.